Event description:
The reporter stated the surgeon implanted a 12.6 mm vicm 12.6 implantable collamer lens in the pt's right eye. Surgery was pending to explant the lens on (B)(6) 2011. No further info available.

Manufacturer narrative:
(B)(4).